Manufacturer narrative:
Insulin pump was received with missing segments due to cracked and bleeding on lcd glass. Unit had minor scratched lcd window, scratched case, and scratched keypad overlay.

Event description:
The customer reported via phone call that he fell and cracked the lcd on the insulin pump. The display was broken and was not totally clear. The liquid was going all over the place. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.